Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on two cobas e 801 analytical units. Patient 1 initial result from e801 analyzer 1 was 30.80 ng/l. The repeat result from the same analyzer was 104.00 ng/l. The sample was repeated on the same analyzer with a result of 33.40 ng/l. On (B)(6) 2024 patient 2 initial result from e801 analyzer 1 was 19.7 ng/l. The repeat result from the same analyzer was 18.70 ng/l. The repeat on e801 analyzer 2 was 16.70 ng/l. After centrifugation, the sample was repeated on e801 analyzer 1 and e801 analyzer 2 with results of 13.60 ng/l and 9.56 ng/l respectively. The sample was repeated on e801 analyzer 1 and the result was 18.7 ng/l.

Manufacturer narrative:
E801 analyzer 1 serial number was (B)(6). The serial number for e801 analyzer 2 was not provided.

Manufacturer narrative:
Calibration signals were slightly below expectations. Qc was acceptable. Three "sample foam detection" alarms were observed on the alarm trace data between (B)(6) 2024 and (B)(6) 2024. The syringe seal is due for replacement. No issues were identified during a review of the customer's pre-analytical data. The investigation did not identify a product problem. The cause of the event could not be determined.